Event description:
There has not been a single night that this device has worked correctly. Ever since this product was purchased, it has been acting strange and getting hot at night. The first few nights, it was warm when I touched it, but after that, on the 4th night, it was not warm, but hot. To a point that it cannot be placed against the skin. My son is only (B)(6) and this alarm has burnt him on the neck. Although the burn is not significant. It is still a burn mark on his neck and had he not screamed out at night, it probably would have hurt him pretty badly. The malem alarm was purchased from (B)(6) and returned back to them.